Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. The visual inspection found no defects, the functional evaluation found no fault. The device was fully tested and performed within expected parameters. This evaluation was not able to establish a relationship between the failure reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. Blockage alarm: alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. This investigation has now been closed and recorded as no fault found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump presented a full/blockage alarm. The canister was replaced several times but the alarm was not solved and the therapy eventually stopped. The malfunction happened during treatment, there was a delay reported and no back-up was available. No patient harm or injury was reported.